Event description:
Reportedly, the subject device could not be interrogated (leds light of the programmer¿s head were off). Magnet was applied but no alteration in rate. Physician attempted other interrogation with other programmers but still no communication. The subject device was changed and will be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject device could not be interrogated (leds light of the programmer's head were off). Magnet was applied but no alteration in rate. Physician attempted other interrogation with other programmers but still no communication. The subject device was changed and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated normally with an external power supply. The battery is depleted.

Event description:
Reportedly, the subject device could not be interrogated (leds light of the programmer¿s head were off). Magnet was applied but no alteration in rate. Physician attempted other interrogation with other programmers but still no communication. The subject device was changed and will be returned for analysis.